Event description:
The manufacturer's representative reported that the device was removed due to infection. No other details regarding the event were provided despite several attempts to obtain information.